Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No irregularities were found during the device history record review.

Event description:
During an initial veptr implant surgery on (B)(6) 2013, while bending the rod in situ, the tip of the bending iron broke off in the patient. The broken piece was retrieved. The surgeon used a similar bender from a competitors set to complete the procedure with no further problems. There was no harm to the patient, and no delay in the procedure due to the broken instrument reported. This is 1 of 1 report for complaint (B)(4).